Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test. However it alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. The device had minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed, indicating a compromised force sensor system, and that insulin was "squirting" out during the manual prime process. The blood glucose reading was 6.3 mmol/l. The user's mother stated that she and the user had been doing an infusion set change, and they saw that insulin kept coming out of the end of the tubing without any numbers on the insulin pump's screen. The caller stated that the drive support cap was sticking out. Advised discontinuation and replacement of the insulin pump. Nothing further reported.